Event description:
It was reported that the patient experienced a skin irritation causing severe burns that appear as third-degree, redness at the pod site, and purulent drainage occurred while wearing the pod for an unknown duration and site location. The patient uses skin tac as a protective barrier. No medical intervention was reported, and no further details pertaining to treatment were available. The patient successfully applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.